Manufacturer narrative:
The date of the event is unknown. A supplemental report will be submitted when provided. The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause was likely due to component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the gastrointestinal videoscope, which is an olympus asset with no reporter complaint. During inspection of the device, no image and image blackout was observed. The most probable cause of the complaint is likely due to component failure. There was no report of patient involvement.